Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed noisy signals on right ventricular (rv) output. The physician planned to perform an open wound interrogation to visually inspect the lead and the lead/header interface. A more focused chest x-ray was taken which showed that terminal pin might not be all the way in. If everything will be evaluated then had to consider subcutaneous implantable cardioverter defibrillator (sicd) implant. Additional information obtained from the field representative indicates that there was no out of range (oor) values noted and no oversensing that could turn to pacing inhibition. Device still remains in service. No adverse patient effects were reported.

Event description:
Subsequent information indicates that the patient had a device upgrade. The implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted all seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Visual inspection of the header port noted the location of the lead seal ring marks indicated the lead had not been fully inserted within the port.